Event description:
It was reported that pump experienced malfunction code 16 with no notable events prior to the issue. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged shipment of replacement pump with updated software, confirmed address and delivery preferences, provided instructions for storage mode, return of malfunctioning pump within 10 days, and reprogramming pump settings and reconnecting continuous glucose monitor on replacement device.